Manufacturer narrative:
The reported events of suspected lead fracture, loss of capture and noise were confirmed. As received, a complete lead was returned in one piece. A visual and x-ray examinations revealed that all filars of the inner coil were fractured distal to the suture sleeve tie impression. The cause of the reported events was isolated to the inner coil fracture.

Event description:
It was reported that the patient presented to the clinic after experiencing dizziness. Upon review, loss of capture and noise were observed on the right ventricular lead. Lead damage was suspected but was not confirmed. The lead was explanted and replaced. The patient was stable.

Event description:
It was reported that the patient presented to the clinic after experiencing dizziness. Upon review, loss of capture and noise were observed on the right ventricular lead. Lead damage was suspected but was not confirmed. The lead was explanted and replaced.